Manufacturer narrative:
(B)(4). It was reported that patient was doing well and the patient fluid was clear. At the time of this report the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and the patient not feeling well. On the same day as onset of peritonitis, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection meropenem (1 gram, route and frequency not reported, duration of 15 days) and injection targocid (400 milligrams, route and frequency not reported, duration of 14 days). Action taken with dianeal therapy was not reported. At the time of this report, the patient was still hospitalized and not recovered from the event. No additional information is available.